Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during surgery the endoflator cannot detect co2 from tank. It shows input pressure too low'. Input pressure too low causes c02 flow slowly into cavity and when doctor use suction unit they must set flow until maximum to increase flow and need to wait until gas co2 complete. No injury to patient user or third reported.